Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the atw35 device was received with the firing mechanism damaged and with a tr35w cartridge loaded on the device. The reload was received partially fired 1/3 and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axle support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. The reported event could not be confirmed as no damaged firing trigger was noted during visual inspection. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
Please see user facility medwatch report form (B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: how was the procedure completed? Did the device deliver any staples or a cut line before the handle broke? If yes, was the cut line and staple line equal in length (partial fire)?